Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had prime rewind anomaly. Customer's blood glucose level was 13 mmol/l. Customer states they are unable to exit the preparing to prime loop. Customer states they tried several times to fill tubing but was stuck in a rewind loop. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify prime or fill anomaly, compromised force sensor system alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test.